Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During routine inspection while receiving it noticed that the tip was damaged, broken off.

Manufacturer narrative:
Referring to the product inquiry the returned spreading screwdriver bit is the only reported device and thus considered the primary product. Failures in material or manufacturing were not found. Review of the device history records for the screwdriver bit revealed no discrepancies; the device was documented faultless prior to distribution. As the instrument had been in use for a longer time (manufactured in may 2006) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. A hardness test according to rockwell indicates the material of the affected spreading screwdriver bit being in accordance to the values in the material specification. Due to the damage function is no more given. One of the two blades at the (slitted) tip is completely broken off at the base. The breakage surface shows signs of a brittle breakage; it is smooth over the whole cross section. The oblique breakage line suggests that the blade cracked during high torsional load application. The broken off piece was not returned for examination. It cannot be excluded that one of the two blades has cracked during the cleaning process. According to the event description the life cycle is 281. Excerpt from ¿instructions for cleaning, sterilization, inspection and maintenance - l24002000¿: ¿stryker osteosynthesis usually does not define the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ based on the above observations and on the limited information given, the real root cause of the broken off tip could not be determined. But referring to the manufacturing date of the spreading screwdriver bit it can be ascertained that after almost 11 years of use the end of serviceable life for the instrument may have been reached. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the event for the subject product. No non-conformity was identified.

Event description:
During routine inspection while receiving, it noticed that the tip was damaged, broken off.